Event description:
During a ptca treatment procedure the ace balloon did not inflate. The lesion being treated was a 99% stenotic lesion in a tortuous proximal rca. The paitent was asymptomatic during this event. The procedure was successfully completed. Patient status is reported as 'good'.